Event description:
A peritoneal dialysis patient called in to tech services stating that the cycler was not draining properly. The patient stated that during treatment he felt bloated and short of breath. Following his treatment he did a manual drain of 2700 ml. A follow up call was made to the patient's peritoneal dialysis nurse who stated that there was no patient injury/medical intervention. The patient has continued on peritoneal dialysis. The reported drain volume of 5864 was (B)(6) over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
The peritoneal dialysis cycler was returned for evaluation and was determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported iipv and the cause of the reported large drain volume could not be determined. A batch record review was performed and confirmed that there were no deviations or non-conformances during the manufacturing process. Product labeling, material and process controls were within specifications.